Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-jan-2023 . H6: investigation summary customer returned 5 unused 4mm, 32 gauge nano pro pen needles from lot 2054698. Each of these pen needles was attached to a test pen. Saline was pushed through the system and out the distal tip of each pen needle without issue. The pen needles were also applied to a skin analog with none of the samples bending as a result of use. The returned pen needles are undamaged and function as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the needles bending during use. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter: needle clog during injection, stated that the needles appear to be blocked.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter: needle clog during injection, stated that the needles appear to be blocked.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1285774. Medical device expiration date: 31-oct-2026. Device manufacture date: 12-oct-2021. Medical device lot #: 1314121. Medical device expiration date: 30-nov-2026. Device manufacture date: 10-nov-2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver medication. The following information was provided by the initial reporter: needle clog during injection, stated that the needles appear to be blocked.